Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) plus blood collection tubes black spots found on the product before use. There was no report of patient impact.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) plus blood collection tubes black spots found on the product before use. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd received one (1) sample and three (3) photos for investigation. The sample and photos were reviewed and the indicated failure mode for embedded foreign matter (fm) was observed. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of embedded fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.